Event description:
After an atrial fibrillation (afib) ablation with a unknown thermocool smarttouch sf fj catheter, the patient experienced a stroke which was confirmed with a CT (computed tomography) scan. The medical team found out about the stroke the day after the original afib case, and they were unsure if the patient had a stroke during the procedure or afterward. The medical team was unsure of what led to the discovery of the stroke. And it was also unknown if any medical intervention was provided to the patient. The last known status of the patient was also unknown. A thermocool smarttouch sf fj catheter, ngen generator, carto 3 system, and octaray catheter were in use during the case. Both catheters were discarded and could not provide catalog or lot information. No evidence of char or blood thrombus/clot during the procedure. The procedural act (activated clotting time) was greater than 350. The medical team was unsure of the exact number of exchanges. Two transseptal puncture sites were performed during the procedure with agilis sheaths. One agilis sheath had boston ultra ice (intracardiac echocardiography) across and occasionally exchanged with an octaray catheter when needing to map while ablation is also across. The second agilis sheath contained the ablation catheter and was also occasionally exchanged with octaray catheter while mapping. The energy delivered was rf (radiofrequency). No ablations were performed outside the pulmonary veins. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation. There were a total of 14 on/off ablations during the afib ablation. Ablation start time was at 1530 and end ablation time was 1609.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).